Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display screen was cracked and was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was observed to be cracked. The pump powered on with the display remaining blank. When a test display screen was used for further evaluation, the display functioned properly.